Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that during the patient's follow up visit, the device battery had no voltage. The follow up visit approximately six months prior showed the device battery had remaining longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.